Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise, oversensing and pacing inhibition. This patient was dependent on pacing therapy and experienced asystole greater than 2 seconds. The patient did not experienced additional symptoms due to therapy inhibition. Boston scientific technical services (ts) reviewed the stored electrogram (egm) and discussed event could be myopotential oversensing during particular patient movements. Ts recommended x-rays and further testing in hospital to verify isometrics and lead integrity. Additional information confirmed the patient was checked in person and testing was completed as recommended. However, no noise or impedance changes were able to be reproduced. A chest x-ray showed no abnormalities. The system remains in service and the patient will continue to be monitored remotely.